Event description:
It was reported that the left ventricular (lv) lead exhibited elevated pacing threshold at a device follow up. The lv lead was reprogrammed to the best lv pacing configuration and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.